Manufacturer narrative:
Additional information: the system and the handpiece were examined and the reported "no phaco" was not able to be replicated. However, the system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on november 21, 2014. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on february 27, 2008. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to have no issues. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phaco power during a procedure. The procedure could be completed using a backup system. Additional information has been requested.